Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The repeat result was not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse found residual fluid in multiple cuvettes. The cse replaced the acid rotary pump, the wash 1 rotary pump, the sample syringe, and integral segments of wash 1 tubing. The cse also replaced the wash 1 positive displacement pump, the valve manifold and performed system decontamination. The cse replaced the gray peripump tubing and the acid tubing. The cse ran fluidics diagnostic testing, quality controls and precision testing in replicates of thirty, all of which were acceptable. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.